Manufacturer narrative:
No product was returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with accu-chek inform ii base unit serial number (B)(4). One of the charging pins was damaged with corrosion and a burn mark. There was no report of fire.